Manufacturer narrative:
Submit date: 5/14/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports the balloon couldn't deflate when the catheter was being removed. The catheter was used for a purpose other than the original intent, as a drain for bile duct.

Event description:
Corrected event description: the customer states after indwelling a catheter, they tried to inflate the balloon but it didn't inflate. Therefore, they took the catheter out of the body, and then tried to inflated the balloon again outside the body but couldn't inflate it.

Manufacturer narrative:
Submit date: 5/17/2018 additional information was received confirming that the original event description was reported incorrectly. The event description in b.5 has been corrected and this is no longer considered a reportable malfunction. Therefore, no additional report/investigation findings will be submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submission date: 08/21/2018 an investigation was performed for the reported customer complaint: ¿the customer states after indwelling a catheter, they tried to inflate the balloon but it didn't inflate. Therefore, they took the catheter out of the body, and then tried to inflated the balloon again outside the body but couldn't inflate it.¿ a review of the device history record (DHR) for the reported lot number: 7184u10qx indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. A sample was returned for evaluation. The sample was tested for both inflation and deflation. Testing utilized 10 ml water per recommended specifications. The sample was able to inflate and deflate as per usual and customary practice. The reported condition could not be replicated. The reported customer complaint is not confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.